Event description:
The user reported that the switch started smoking. Upon investigation, we found that a resistor failed which caused the smoke.

Manufacturer narrative:
The user reported that the switch started smoking. Upon investigation, we found that a resistor failed which caused the smoke. Our switch supplier changed the layout of components on the circuit board to prevent this failure as a part of a CAPA project after this pad was manufactured.